Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was status postop hemi arthroplasty hip replacement for avn arthritis. Right side. Patient fell and sustained a peri prosthetic femur fracture. He showed up in the ER and was scheduled for a revision hip replacement. The operation was performed on (B)(6) and was successfully completed.